Manufacturer narrative:
Device evaluation details: the device was disassembled and corrosion was found on the hoverboard, indicating liquid had entered the pump. This damage likely contributed to the user's device suddenly shutting off and not responding. This MDR follow up report is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet bionic pancreas became disconnected from the mobile app and the device screen remained black and unresponsive despite charging, consistent with a hardware display or power/boot failure and an unresponsive sleep/wake function. Investigation included remote troubleshooting and education, including charging guidance and attempted restart via the mobile app. Investigation of this case revealed that the device did not recover functionality and could not be restarted remotely. Symptoms included no reported abnormal blood glucose values. Outcomes included interruption of ilet therapy, without medical intervention and shipment of a replacement device. It was concluded that the device experienced a malfunction of the user interface or power subsystem that prevented operation, with no patient injury reported.